Event description:
It was reported to philips that the system could not make exposures. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected reported problem was found during cerebrovascular surgery. Customer restarted the system to continue the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed system couldn¿t expose. Upon functional testing fse found image disk problem. The fse reconnected the image disk and bypass disk box. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.